Manufacturer narrative:
The field service engineer (fse) visited the customer site and performed annual maintenance. The measuring cell was replaced along with 2 nozzles. The fse decontaminated the procell/cleancell path and tubing.

Manufacturer narrative:
The investigation determined the procell ii m for the e801 was deteriorated. All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.

Manufacturer narrative:
The service engineer indicated contamination was visible in the procell syringe/flow path. The investigation is ongoing.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for elecsys tsh (tsh), elecsys ft4 ii (ft4 ii), elecsys ft3 iii (ft3 iii) and elecsys estradiol iii (estradiol iii) on a cobas e 801 module. Based on the data provided, the results for ft3 iii, ft4 ii and estradiol iii were discrepant. The initial results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The ft3 iii reagent lot number was 314824 with an expiration date of may-2019. The ft4 ii reagent lot number was 341695 with an expiration date of sep-2019. The estradiol iii reagent lot number was 284396 with an expiration date of oct-2018. The customer complained of results for additional patient samples tested for the same parameters. The specific results for these additional patients have been requested but not yet provided. The investigation is ongoing.